Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a bilateral inguinal hernia repair surgery on (B)(6) 2006 and mesh was implanted. It was reported that the patient had the mesh removed on an undisclosed date, and that the mesh was adhered to the ligaments and spermatic cord structures. No additional information was provided.

Manufacturer narrative:
(B)(4).it was reported that he experienced pain. No additional information was provided.

Manufacturer narrative:
Additional information. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Manufacturer narrative:
It was reported that the patient underwent a left inguinal mesh removal on (B)(6) 2016. No additional information was provided.